Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 408 mg/dl. The customer experienced symptoms of high blood glucose value such as nausea, vomiting, difficulty breathing, abdominal pain. The customer was treated with intravenous drip or fluids in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer was hospitalized twice due to diabetic ketoacidosis. The customer also reported that the insulin pump had blank display and it was not working. The insulin pump will not be returned for analysis.